Manufacturer narrative:
The used company cartridge was returned. Viscoelastic was observed in the cartridge. No damage observed. The cartridge has evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model/diopter was indicated. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. No problem was found with returned used company cartridge. No damage was observed. Top coat dye stain testing was conducted with acceptable results. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. Per the IFU (instructions for use): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol has cracked. The iol was implanted and removed during the initial procedure. Additional information has been requested.

Event description:
Additional information has been received and stated that, a small linear line seen on implant immediately after implantation of iol. After routine insertion of iol, there was no resistance or unusual detection of any abnormalities during the insertion, the iol was noted to have a linear mark on the posterior side of the iol off the central axis.

Manufacturer narrative:
Qualified associated products were indicated. The root cause for the reported lens damage could not be determined. The manufacturer internal reference number is: (B)(4).